Event description:
A physician reported the appearance of ring artifacts in head images from a pediatric pt. The physician alleged that the ring artifacts can mimic a stroke and possibly cause a misdiagnosis. The physician confirmed that an actual misdiagnosis did not occur, as the artifact was detected.

Manufacturer narrative:
Images obtain from the site were reviewed by a philips clinical application specialist who is a certified rt. The review suggests that this artifact is detectable and would not likely result in a misdiagnosis. It is not known whether a device malfunction caused or contributed to the artifact, as the investigation is on-going. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).